Manufacturer narrative:
Evaluation summary: the returned device matched the report. Review of the DHR revealed no discrepancies. The device returned was documented as faultless prior to distribution. Due to (high) forces applied to the packaging during transport the lag screw had pierced the blister after it had not been fixed anymore by the foam components. The now unprotected blister had suffered from several strong impacts by the unsecured lag screw during transport until the final impact had led to penetration of the blister.

Event description:
The customer alleges that when the surgeon unboxed the screw, he noticed that the blister containing the device was broken, so sterility is lost. The surgeon replaced the screw for another one.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer alleges that when the surgeon unboxed the screw, he noticed that the blister containing the device was broken, so sterility is lost. The surgeon replaced the screw for another one.